Manufacturer narrative:
Product analysis: numerous kinks were seen along the entire hypotube length. Detachment occurred approx. 45cm proximal to the strain relief on the hypotube. Major kinks were seen approx. 2cm proximal and distally to the detachment. The hypotube was oval and uneven on both sides of the detachment sites. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was seen to any stent segments. A sheath of similar size and dimensions was loaded over with no resistance noted. (B)(4).

Event description:
Physician was attempting to treat a mildly calcified lesion using resolute integrity rx drug eluting stent. The lesion exhibited 80% stenosis and lesion length of 26mm. There was no damage noted to the device packaging, no issues removing the device from the hoop and the device was inspected prior to use with no issues noted. It is reported that negative prep was performed on the device with no issues noted and the lesion was pre-dilated. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The device could not be positioned at the lesion and the stent carrier catheter was fractured at the midline. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Another manufacturer stent was implanted to complete the procedure. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.